Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Additionally, the field representative requested a review of device data to boston scientific technical services (ts) due to not being able to review episodes within the device memory. Ts discussed how device memory operated. No adverse patient effects were reported. At this time, this device system remains in service.